Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314vrg implantable cardioverter defibrillator (ICD) (B)(6) 2011. (B)(4).

Event description:
It was reported via remote transmission that a lead integrity alert (lia) was triggered due to varying impedances and short interval counts (sic) with the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.